Manufacturer narrative:
E1, initial reporter establishment name: (B)(6) obstetrics and gynecology. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had image flickering on and off. The issue occurred during inspection for use. There were no reports of patient involvement.